Event description:
The stent graft was delivered without issue, followed by placement of a cuff. Angiography showed a proximal type 1 endoleak. The proximal neck was ballooned open, but a small leak was still present.